Event description:
It was reported that a patient underwent an unknown spinal procedure with cage instrumentation. During the procedure it was reported that the cage broke upon insertion. All the broken pieces were removed. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.